Event description:
Info received that the left foot caster would set but not hold on this unit. No injury reported.

Manufacturer narrative:
Tech found the left foot caster would set but not hold. Replaced the caster to resolve this issue.